Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's sister reported blood glucose of 180 mg/dl. The customer's blood glucose was unknown at the time hospitalization. The customer's sister was assisted in infusion set change. The customer's sister declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.